Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio reviewed the device data related to the reported event date and verified that the device did restart unexpectedly 2 times and shut down unexpectedly 1 time. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected shutoff. In this state the device may not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer and no known impact or consequence to patient was reported.